Event description:
During the procedure, the needle broke at the hub and remained in the jaw of the pt. The dr sent the pt to an oral surgeon, but he was unsuccessful in removing the needle fragment. The pt will go to the hosp for surgery after the swelling subsides.

Manufacturer narrative:
Reference MFR. Complaint # d96-11-27-253. Retained samples from this lot were tested by the mfg plant for breakage and stiffness. All units exceeded the breakage requirements and were found to be acceptable for stiffness. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned.